Event description:
It was reported that the patient is no longer able to hear with her device. It is not known if the patient received an external impact to her implant site. Testing showed 8 electrode channels with high impedances and channels 1-3 with short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.